Manufacturer narrative:
(B)(4). Results of investigation: the service technician was able to duplicate the customer's reported issue. The unit was powered on with a good know test patient circuit, and the ventilator delivered a high pitched noise and immediately received a ¿disc/sense¿ alarm. The alarm was visual as well as audible. The service technician performed a leak test from general checkout and the ventilator failed. Bench testing revealed a seized turbine. Internal inspection did not reveal any abnormalities with the ventilator. Vyaire medical replaced the turbine to address the reported issue.

Event description:
It was reported to vyaire medical that the unit had an intermittent high pitch noise. The unit was not on a patient at the time. While in service, the had turbine seized after reproducing the reported high pitch noise.